Manufacturer narrative:
The insulin pump was received with motor error alarms during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed twice during normal use. It was also stated that the empty reservoir alarm no longer functions. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.